Event description:
The intra-aortic balloon was inserted into the pt on 7/15/98. On 7/16/98 after intra aortic balloon pump for 16 hours, there was poor augmentation and blood was noted in the extension tubing. (Event complications: none from the event - reported 8/3/98. (Pt's current status: on vent - reported 8/3/98.)